Manufacturer narrative:
Reported by pentax service repair inspector. International medical device regulators forum (imdrf) adverse event reporting. (B)(4). Type of investigation: testing of actual/suspected device.

Event description:
Pentax medical created notification RMA (B)(4) for a long term loaner endoscope that was received on 09-nov-2020 for "loaner unit return evaluation", involving pentax medical loaner video gastroscope, model#: eg29-i10, serial number: (B)(4). No further information regarding the event or the patient involved was received at the time of the report. Multiple good faith effort(gfe) attempts have been made (11-nov-2020 and 10-dec-2020), and no further information has been received. If additional information is provided later, this decision tree will be re-assessed based on the new information if needed. The endoscope was inspected by pentax medical service under service order#: (B)(4), and the technician documented the following inspection findings on 10-nov-2020: down angulation stuck in l position, suction tube resistance, passed dry leak test, lightguide prong cover glass set loose, passed wet leak test, up angulation decreased, right angulation decreased, left angulation decreased, right/ left brake knob markings faded. Pentax medical video gastroscope, model#: eg29-i10, serial number: (B)(4), has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2017. The endoscope is awaiting repair and approved by final qc as of 10-dec-2020. Investigation is in-process.

Manufacturer narrative:
Correction information g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result additional information h4:device manufacture date evaluation summary from the information obtained, the cause of the blackout could not be determined. Disconnection from the board, failure of ccd, etc. Are assumed. If there is no problem at the time of shipment, it is judged that the event occurred between the time of shipment and the complaint report.